Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the resection sheath ceramic tip is broken. There were no reports of patient harm.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 28aug2024. This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 15 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, it is assumed that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation of cleaned, disinfected, sterilized of the instrument or during the last procedure. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.